Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. The power management tool confirmed pump error 25 alarms were triggered when backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, pump was monitored and functioned properly. Pump received with scratched case, serial number label faded, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a power error alarm occur. Troubleshooting was performed and four hours later alarmed power error occured again. The alarm happened during normal use. The insulin pump will return. Nothing further reported.